Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area on pump and reloaded same cartridge without resolving issue, then declined to load second cartridge due to being out of insulin, chose to rely on multiple daily injections until more insulin became available, and was advised to call back if issue persisted with newly loaded cartridge.